Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the sheath had separated from the white ring. Based on the condition of the returned unit, it is possible that the reported event was caused by an operator error during manufacturing. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: vats - "the sheath separated from the white ring upon placement during a vats case with [surgeon]. [Surgeon] was using the product as indicated but admitted that he could be gentler with the alexis." Add info received via telephone from two applied medical sales representatives on june 26, 2017 - the cer form mentions model c3812, but the model is c8322 (xs short alexis). Type of intervention - na. Patient status - "patient is fine."